Event description:
It was reported that during a percutaneous coronary stenting treatment procedure a stent appeared shorter than labeled. The target lesion was located in the vein graft to the left anterior descending artery (lad). The 4.0 x 20mm promus element plus mr stent delivery system was advanced and deployed at 19atms. A 4.5 x 15mm non bsc balloon was used for post dilatation. The physician noted that the stent looked like an 18mm instead of a 20mm stent. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).